Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection. The insulin pump had intermittent button response due to a flattened button dome switch on the escape and act buttons.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error on her insulin pump. The buttons are unresponsive, sticking, and scrolling on their own. The issue has been occurring for a couple of weeks. Customer's blood glucose is 299 mg/dl. Customer has a sinus infection, which may be causing her highs. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.